Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had undetected upstream occlusions during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found to operate within specification during testing. Evaluation observed and found that the pump passed the upstream occlusion testing at the rates of 100ml/hr and 999ml/hr, and it also passed the upstream fluid transition testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'undetected upstream occlusions' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.